Event description:
The complainant reported a balloon burst/leak of a 20 fr magna-port gastrostomy tube. There was no report of serious injury or illness associated with this complaint. No further patient information was provided.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.